Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted due to inadequate stimulation. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.